Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had air bubbles in reservoir and tubing. Customer stated that approximate size of air bubbles was tiny. Customer experienced high blood glucose of 308mg/dl which was treated with bolus. Customer¿s blood glucose was 294mg/dl at time of call. Customer states that air bubbles are observe during priming. Customer also reports that insulin pump alarmed for insulin flow blocked. Customer states the insulin exited and cannula was bent. Products will not be return for analysis.